Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced an infusion site issue with an inset infusion set that did not correct glucose levels, and the user changed the infusion set after noting elevated blood glucose up to 355, with no leaks or line kinks observed and a suspected cannula kink, after which glucose levels corrected. Symptoms included insufficient information. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information on the device component and an undetermined device problem beyond the reported infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was not established.